Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they were having back spasm resulting from a fall and so far, the drug and chiropractic have not helped. The patient was requesting information regarding MRI of their back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.